Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The device manufacture date for this product is (B)(6) 2014.

Event description:
Boston scientific received information that the communicator was not getting power. A boston scientific company representative verified that the power cord had burnt smell and opted for a power cord replacement. Additionally, the patient received new power cord but the communicator showed a flashing yellow call doctor icon. The company representative performed troubleshooting but was unresolved. A replacement communicator and return label were sent to the patient's address. The communicator is no longer in service. No adverse patient effects were reported.